Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that an unk foreign substance was found inside of the sterilized inner plastic tray of the device. The surgeon continued to implant the device.